Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that an 840 ventilator had a compressor filter issues. The ventilator was not on a patient at the time of the event. The covidien service engineer (se) inspected the device and replaced the compressor inlet filter and muffler. Performed and passed est per manufacture's specification at the time of service. Based on the failure analysis results was found that the compressor filter is restricted. The fault was caused by the obstructed medium material in the muffler/intake filter. The cause of this defect is that the mixing recipe procedure was not followed correctly at the vendor manufacturing site.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.